Event description:
New information indicated that the patient presented to the clinic on (B)(6) 2025, and device reprogramming was made. The patient was asymptomatic.

Event description:
It was reported that post-paced t wave oversensing was noted on the device. Programming changes were discussed. Unknown if the changes were made. No patient's symptoms were reported.